Event description:
It was reported that the site's handheld screen freezes and the handheld battery will barely charge. A replacement was sent to the site. The handheld and flashcard were returned to manufacturer. Product analysis is pending.

Manufacturer narrative:
Device malfunction is suspected but did not cause or contribute to a death or serious injury.